Manufacturer narrative:
Lock failed to provide secure suspension resulting in dissatisfaction from the user. Unhardened guide plate likely contributed to premature wear of lock. Corrective actions have been implemented to improve product performance. All components in the lock mechanism are now hardened during manufacturing. Recall for affected lots of icelock ratchet 621 device has been completed, however the customer in question filled out a form acknowledging the issue but still did not replace the lock and pin as was requested in the notice. No further action is considered warranted.

Event description:
Lock failed to provide secure suspension resulting in dissatisfaction from the user.